Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the date of treatment. The log file review for treatment of the right eye shows no laser interruptions and energy values were stable. No problem with the system can be identified by logfile review. Review of the topographies provided indicates an asymmetrical ablation towards the superior position can be seen. The contributing factor(s) for this de-centration remains unclear. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. The root cause cannot be determined conclusively. Potential contribution factors are inappropriate patient fixation or improper positioning or remaining fluid on the cornea. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported a patient with night vision problems and residual astigmatism at one year post lasik procedure of the left eye. Additional information has been requested.